Manufacturer narrative:
This report is filed on july 26, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection (cellulitis) which was treated with oral antibiotics (date and duration not reported).